Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, ¿periprotesic liquid¿, ¿capsulitis¿, ¿implant lobulation¿, and ¿sinovial pseudometaplasia and chronic inflammatory changes no specific for the capsula¿. Device status is unknown.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Seroma: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. Additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, periprosthetic liquid and capsulitis diagnosed via ultrasound. The device has been explanted and replaced with a non-allergan implant. Pathology report diagnosed sinovial pseudometaplasia and chronic non-specific inflammatory changes in the capsule. The periprosthetic liquid was also tested and found negative for malignancy.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Seroma: unable to observe as it is a medical event that is not related to the device. Inflammation/irritation: unable to observe as it is a medical event that is not related to the device. Additional observations: biological tissue observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Device has been explanted and replaced with a non allergan device.